Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that the act button was not responding. Customer's blood glucose was 106 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case on the display window corner, cracked display window, cracked reservoir tube, cracked reservoir tube window, minor scratches on lcd window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.